Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regt3224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "today, (B)(6) 2023 I was placing a PICC line on a patient and the introducer malfunctioned during insertion. I broke the introducer apart per normal, however it did not break properly and the PICC line was still enclosed at the top of the introducer. I was able to cut through this portion using the kelly clamp and scissors within the kit."

Event description:
It was reported by the customer "today,(B)(6) 2023 I was placing a PICC line on a patient and the introducer malfunctioned during insertion. I broke the introducer apart per normal, however it did not break properly and the PICC line was still enclosed at the top of the introducer. I was able to cut through this portion using the kelly clamp and scissors within the kit." No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a microintroducer not breaking properly is confirmed and was determined to be related to manufacturing. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation showed use residues throughout the device, and the device was returned split down the middle. One half of the orange pull tab appeared to have a ring of orange plastic around the distal end where the gray sheath meets with the orange tab. A microscopic observation revealed an orange plastic ring on one side of the orange peel apart tabs. This is consistent with a manufacturing molding flaw. The complaint of a microintroducer not break apart properly is confirmed and is related to a manufacturing defect. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.